Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of exactamix eva tpb bags had leaked. This occurred after the bags had been filled with unspecified solution. There was no patient involvement. No additional information is available.